Event description:
It was reported that the patient had experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy on the homechoice device. The registered nurse stated they received a high drain alarm when the homechoice was powered up to start the set up. The technical service representative reviewed the previous therapy readings: the initial drain volume was 13ml, total ultrafiltration was 2511ml and cycle one ultrafiltration was 2170ml. The fill volume was 1500 ml. The initial drain alarm was changed to 0ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was not returned for evaluation. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. The reported event was not verified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a supplemental report will be submitted.